Manufacturer narrative:
Submit date: 04/21/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reports that the umbilical vessel catheter leaks.